Event description:
It was reported that when the device was used during a pneumonectomy for carcinoma procedure, it stapled correctly initially and after it was reloaded. When the surgeon used a second reload to staple the pulmonary artery, the device fired seemingly without difficulty but the vessel remained open, resulting in a blood loss of about 1-1.5 litres. The surgeon could not identify any staples either remaining in the cartridge or anywhere in the operating field but was able to clamp the vessel and suture it. A blood transfusion of unknown amount was provided. The pt died in the course of the disease, however the death was, according to the surgeon, not related to the above described adverse event.